Event description:
It was reported that the insulin pump alarmed no delivery in the middle of the night. The blood glucose reading was 135 mg/dl. The customer stated that, upon troubleshooting, there was greater than normal resistance during a plunger push. He was advised that the no delivery alarm was caused by an infusion set or reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.